Manufacturer narrative:
The reported event of capture anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, capture, pacing and high voltage output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.

Event description:
It was reported that a patient presented in-clinic for a routine, unrelated generator change. During the procedure, the patient's replacement pacemaker was found to have exhibited intermittent capture. The pacemaker was explanted during the procedure on (B)(6) 2021 and replaced to successfully complete the procedure. No patient consequences were reported.